Event description:
Seriously burned/ugly blisters/hurt/it's painful/irritation [burns second degree] , I can't even sleep it hurts so much [insomnia]. Case narrative: this is a spontaneous report from a contactable consumer. A patient of unknown age and gender started to receive thermacare heatwrap (thermacare heatwrap) from unknown date for bad shoulder. Medical history included heart condition. Concomitant medication was unknown. The patient was seriously burned by thermacare heat wrap. The patient used wrap for bad shoulder and this happened to them. This was 5 days after and it hurt like you wouldn't believe. Your prior recall said to go to the doctor. The patient did not have money to do this. This was up their neck and easily seen. This was not the first look you want to give to a potential employer. Before you suggest the patient did something wrong, they did not. The box was sealed, the product wasn't leaking. The patient had it on under an hour. They had a heart condition so if this got infected, they were done for. And again it hurt and wasn't getting better and they didn't have money for a doctor. Picture showed blister. Action taken with the suspect product in response to the event was unknown. The outcome of the event was not resolved. Follow-up (23jul2019): this is a spontaneous report from a contactable consumer which includes information from the consumer questionnaire. A 58-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from (B)(6) 2019 (for an hour) for shoulder and neck pain. Medical history included heart attack in 2008. Concomitant medications were not reported. On (B)(6) 2019, it was reported that the patient was seriously burned and had a blister. The patient also reported not being able to sleep cause it hurts so much in (B)(6) 2019. The product was applied exactly as it was shown on the outside of the box. The product was not heated in a microwave prior to usage and was not re-heated at all during usage. The product was applied to the neck for exactly 1 hour. The patient would normally leave the product on for a couple of hours, but this time the burning started right away. The patient did not wear thermacare again. The product was not left on while asleep and was applied to the skin as instructed. The skin was not damaged or broken prior to usage of thermacare heatwrap (reported as 'my skin was perfect. Smooth and clear as a baby's bottom'). The area was not bruised or swelled 48 hours prior to usage of thermacare. The patient did not check the skin frequently since it was only on for an hour (reported as 'I didn't have a chance'). The patient reported it was hurting, but didn't see the blisters until she took it off. The patient reported taking it off and throwing it away after it burned her up. The patient did not use thermacare along with pain rubs, medicated lotions, creams, or ointments. The symptoms that were developed were ugly blisters, irritation, and burning to the chest and neck. The patient was not under the care of a medical doctor. The patient did not have diabetes, poor circulation or heart disease, rheumatoid arthritis, or pregnancy. The patient did not retain the product carton. Action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2019. Therapeutic measures taken included tylenol because the blisters and burns were really hurting. The outcome of event seriously burned/ugly blisters/hurt/it's painful/irritation was not recovered, and the outcome of the event can't even sleep it hurts so much was unknown. Follow-up (29jul2019): this is a follow-up report received from the product quality complaint group includes onset date of event "can't even sleep it hurts so much" and investigational result: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) customizable search was performed: scope: site notification date: 07/25/2016 through 07/25/2019/manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: adverse event safety requested for investigation. The citi customizable search returned a total of 235 complaints for nsw8 products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The adverse event safety request for investigation complaint subclass show an increase in november 2018 thru february 2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on august 20, 2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may 2019. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this citi customizable search, the trending chart shows an increase in adverse events (aes) for (B)(6) 2019 for the subclass of adverse events safety request for investigation for nsw products. Refer to the attached trend chart for nsw8 adverse event 07-25-2016 thru 07-25-2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-38832 hazard analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 36 month trend chart for this subclass. These complaints are classified as open-pouch. All open pouch complaints are investigated per investigation memo cd-66388 and are not valid adverse events. Follow-up (14aug2019): new information received from the us FDA includes: therapeutic measures taken, added seriousness criteria of medically significant and provided a regulatory authority report number (mw5088358).

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) customizable search was performed: scope: site notification date: 07/25/2016 through 07/25/2019/manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: adverse event safety requested for investigation. The citi customizable search returned a total of 235 complaints for nsw8 products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The adverse event safety request for investigation complaint subclass show an increase in november 2018 thru february 2019. This is a seasonality change in combination with a change in safety¿s procedure wsr cp001 wi 110, ¿case processing principles product quality complaint guidance¿, updated on august 20, 2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may 2019. None were confirmed to have a manufacturing process root cause for a

Event description:
Event verbatim [preferred term] seriously burned/ugly blisters/hurt/it's painful/irritation [burns second degree] , I can't even sleep it hurts so much [insomnia] , . Case narrative:this is a spontaneous report from a contactable consumer. A patient of unknown age and gender started to receive thermacare heatwrap (thermacare heatwrap) from unknown date for bad shoulder. Medical history included heart condition. Concomitant medication was unknown. The patient was seriously burned by thermacare heat wrap. The patient used wrap for bad shoulder and this happened to them. This was 5 days after and it hurt like you wouldn't believe. Your prior recall said to go to the doctor. The patient did not have money to do this. This was up their neck and easily seen. This was not the first look you want to give to a potential employer. Before you suggest the patient did something wrong, they did not. The box was sealed, the product wasn't leaking. The patient had it on under an hour. They had a heart condition so if this got infected, they were done for. And again it hurt and wasn't getting better and they didn't have money for a doctor. Picture showed blister. Action taken with the suspect product in response to the event was unknown. The outcome of the event was not resolved. Follow-up (23jul2019): this is a spontaneous report from a contactable consumer which includes information from the consumer questionnaire. A 58-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from (B)(6) 2019 to (B)(6) 2019 (for an hour) for shoulder and neck pain. Medical history included heart attack in 2008. Concomitant medications were not reported. On (B)(6) 2019, it was reported that the patient was seriously burned and had a blister. The patient also reported not being able to sleep cause it hurts so much in (B)(6) 2019. The product was applied exactly as it was shown on the outside of the box. The product was not heated in a microwave prior to usage and was not re-heated at all during usage. The product was applied to the neck for exactly 1 hour. The patient would normally leave the product on for a couple of hours, but this time the burning started right away. The patient did not wear thermacare again. The product was not left on while asleep and was applied to the skin as instructed. The skin was not damaged or broken prior to usage of thermacare heatwrap (reported as 'my skin was perfect. Smooth and clear as a baby's bottom'). The area was not bruised or swelled 48 hours prior to usage of thermacare. The patient did not check the skin frequently since it was only on for an hour (reported as 'I didn't have a chance'). The patient reported it was hurting, but didn't see the blisters until she took it off. The patient reported taking it off and throwing it away after it burned her up. The patient did not use thermacare along with pain rubs, medicated lotions, creams, or ointments. The symptoms that were developed were ugly blisters, irritation, and burning to the chest and neck. The patient was not under the care of a medical doctor. The patient did not have diabetes, poor circulation or heart disease, rheumatoid arthritis, or pregnancy. The patient did not retain the product carton. Action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2019. Therapeutic measures taken included tylenol because the blisters and burns were really hurting. The outcome of event seriously burned/ugly blisters/hurt/it's painful/irritation was not recovered, and the outcome of the event can't even sleep it hurts so much was unknown. Follow-up (29jul2019): this is a follow-up report received from the product quality complaint group includes onset date of event "can't even sleep it hurts so much" and investigational result: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) customizable search was performed: scope: site notification date: 07/25/2016 through 07/25/2019/manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: adverse event safety requested for investigation. The citi customizable search returned a total of 235 complaints for nsw8 products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The adverse event safety request for investigation complaint subclass show an increase in november 2018 thru february 2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on august 20, 2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may 2019. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this citi customizable search, the trending chart shows an increase in adverse events (aes) for april 2019 and may 2019 for the subclass of adverse events safety request for investigation for nsw products. Refer to the attached trend chart for nsw8 adverse event 07-25-2016 thru 07-25-2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-38832 hazard analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 36 month trend chart for this subclass. These complaints are classified as open-pouch. All open pouch complaints are investigated per investigation memo cd-66388 and are not valid adverse events. Follow-up (14aug2019): new information received from the us FDA includes: therapeutic measures taken, added seriousness criteria of medically significant and provided a regulatory authority report number (mw5088358).

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) customizable search was performed: scope: site notification date: 07/25/2016 through 07/25/2019/manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: adverse event safety requested for investigation. The citi customizable search returned a total of (B)(4) complaints for nsw8 products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The adverse event safety request for investigation complaint subclass show an increase in november 2018 thru february 2019. This is a seasonality change in combination with a change in safety¿s procedure wsr cp001 wi 110, ¿case processing principles product quality complaint guidance¿, updated on august 20, 2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may 2019. None were confirmed to have a manufacturing process root cause for a.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) customizable search was performed: scope: site notification date: 07/25/2016 through 07/25/2019/manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: adverse event safety requested for investigation. The citi customizable search returned a total of 235 complaints for nsw8 products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The adverse event safety request for investigation complaint subclass show an increase in november 2018 thru february 2019. This is a seasonality change in combination with a change in safety¿s procedure wsr cp001 wi 110, ¿case processing principles product quality complaint guidance¿, updated on august 20, 2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may 2019. None were confirmed to have a manufacturing process root cause for a.

Event description:
Event verbatim [preferred term] seriously burned/ugly blisters/hurt/it's painful/irritation [burns second degree] , I can't even sleep it hurts so much [insomnia] , . Case narrative:this is a spontaneous report from a contactable consumer. This consumer of unknown age and gender started to receive thermacare heatwrap (thermacare heatwrap) from unknown date for bad shoulder. Medical history included heart condition. Concomitant medication was unknown. Consumer was seriously burned by thermacare heat wrap. Consumer used wrap for bad shoulder and this happened to him/her. This was 5 days after and it hurt like you wouldn't believe. Your prior recall said to go to the doctor. Consumer did not have money to do this. This was up his/her neck and easily seen. This was not the first look you want to give to a potential employer. Before you suggest consumer did something wrong he/she did not. The box was sealed. The product wasn't leaking. Consumer had it on under an hour. Consumer had a heart condition so if this got infected consumer was done for. And again it hurt and wasn't getting better and consumer didn't have money for a doctor. Picture showed blister. The action taken in response to the event of the product was unknown. The outcome of the event was not resolved. Follow-up (B)(6)2019 : this is a spontaneous report from a contactable consumer which includes information from the consumer questionnaire. A 58-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from (B)(6) 2019 to (B)(6) 2019 (for an hour) for shoulder and neck pain. Medical history included heart attack in 2008. Concomitant medications were not reported. On (B)(6) 2019, it was reported that the patient was seriously burned and had a blister. The patient also reported not being able to sleep cause it hurts so much in (B)(6) 2019. The product was applied exactly as it was shown on the outside of the box. The product was not heated in a microwave prior to usage and was not re-heated at all during usage. The product was applied to the neck for exactly 1 hour. The patient would normally leave the product on for a couple of hours, but this time the burning started right away. The patient did not wear thermacare again. The product was not left on while asleep and was applied to the skin as instructed. The skin was not damaged or broken prior to usage of thermacare heatwrap (reported as 'my skin was perfect. Smooth and clear as a baby's bottom'). The area was not bruised or swelled 48 hours prior to usage of thermacare. The patient did not check the skin frequently since it was only on for an hour (reported as 'I didn't have a chance'). The patient reported it was hurting, but didn't see the blisters until she took it off. The patient reported taking it off and throwing it away after it burned her up. The patient did not use thermacare along with pain rubs, medicated lotions, creams, or ointments. The symptoms that were developed were ugly blisters, irritation, and burning. The patient was not under the care of a medical doctor. The patient did not have diabetes, poor circulation or heart disease, rheumatoid arthritis, or pregnancy. The patient did not retain the product carton. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2019. The outcome of event seriously burned/ugly blisters/hurt/it's painful/irritation was not recovered, and the outcome of the event can't even sleep it hurts so much was unknown. Follow-up (B)(6) 2019: this is a follow-up report received from the product quality complaint group includes onset date of event "can't even sleep it hurts so much" and investigational result: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) customizable search was performed: scope: site notification date: (B)(6) 2016 through (B)(6) 2019 /manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: adverse event safety requested for investigation. The citi customizable search returned a total of 235 complaints for nsw8 products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The adverse event safety request for investigation complaint subclass show an increase in (B)(6) 2018 thru (B)(6) 2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on (B)(6) 2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in (B)(6) 2019. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this citi customizable search, the trending chart shows an increase in adverse events (aes) for (B)(6) 2019 for the subclass of adverse events safety request for investigation for nsw products. Refer to the attached trend chart for nsw8 adverse event (B)(6) 2016 thru (B)(6) 2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-38832 hazard analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 36 month trend chart for this subclass. These complaints are classified as open-pouch. All open pouch complaints are investigated per investigation memo cd-66388 and are not valid adverse events.

Event description:
Seriously burned/blister/hurt [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. This consumer of unknown age and gender started to receive thermacare heatwrap (thermacare heatwrap) from unknown date for bad shoulder. Medical history included heart condition. Concomitant medication was unknown. Consumer was seriously burned by thermacare heat wrap. Consumer used wrap for bad shoulder and this happened to him/her. This was 5 days after and it hurt like you wouldn't believe. Your prior recall said to go to the doctor. Consumer did not have money to do this. This was up his/her neck and easily seen. This was not the first look you want to give to a potential employer. Before you suggest consumer did something wrong he/she did not. The box was sealed. The product wasn't leaking. Consumer had it on under an hour. Consumer had a heart condition so if this got infected consumer was done for. And again it hurt and wasn't getting better and consumer didn't have money for a doctor. Picture showed blister. The action taken in response to the event of the product was unknown. The outcome of the event was not resolved. Additional information has been requested and will be provided as it becomes available.